Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high. Also the rv lead pacing impedance trend had been rising. The ventricular pace impedance gradually increases from a baseline of approx. 500 ohm the week ending (B)(4) 2012 to greater than 1200 ohm the week ending (B)(4) 2012.

Event description:
It was reported that over the last six months, the right ventricular (rv) lead began having a gradual increase in impedance from stable at 437 ohms up to 1254 ohms. Also, the rv lead threshold had increased from 0.75 volts to 1.75 volts. The rv lead is still in use. No patient complications have been reported as a result of this event.